Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2009. 4196 implantable pacing lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity and reached elective replacement indicator (eri) within the warranty period. It was also reported that the left ventricular (lv) lead had high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device revealed that the device went to elective replacement indicator (eri) on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.